Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, respiratory tract irritation, dizziness, headache, nausea/vomiting, asthma (new or worsening), inflammatory response, kidney disease/toxicity, lung disease, reduced cardiopulmonary reserve, cancer, death, multiple myeloma, other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/25/2025. The device was returned to the manufacturer¿s product investigation for investigation. During the evaluation patient's complaint per legal regarding uno litigation, per legal regarding uno litigation, per legal ¿ nose irritation, respiratory tract, dizziness and/or headache nausea, vomiting, asthma (new or worsening), inflammatory response, kidney disease, cardiopulmonary reserve, cancer, death, multiple myeloma. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Secondary findings: 0 errors logged. Modem door panel and sd card door panel were missing. Pil was not able to get care orchestrator information from device. Dust-like contamination and hairs/fibers at the air outlet port and at the air inlet. Bluetooth trace antenna on the pca (printed circuit assembly) was discolored and had potential corrosion on it. Fine coating of dust on top of the blower box. Significant dust-like contamination on the top, bottom and inside of the blower motor. Blower motor had potential mineral deposit spots on it, indicating potential water/liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination and hairs/fibers inside the blower box. Blower box had potential mineral deposit stains, indicating potential water/liquid ingress. Section g3 and h6 have been updated in this follow up report.